Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead recorded a code 1005, indicative of an open lead condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. It was noted that 50 shocks had been delivered since april 2018. The most recent shock was delivered on 10/3 and the delivered shock impedance was 53 ohms; this appears to be inappropriately delivered shocks due to atrial tachycardia that was one-to-one. A vector breakdown revealed: rv to ra = 83 ohms, rv to can = 94 ohms, ra to can = 93 ohms. The cause of the open circuit condition remains unknown. Daily measurements were above 90 ohms until after the shocks starting on 10/3; at which point the shock impedance measurements fell to 61 ohms. This ICD system remains in service. No additional adverse patient effects were reported.